Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 21-may-2026, it was reported by a sales representative via (B)(4) that a 0807-000 reduction tool is bent and twisted, not allowing the guidewire down the humeral shaft. Noticed during a case with no patient effect.